Event description:
Baxter field service technician serviced a colleague infusion pump for failure code 804:26 on channel c. This condition has the potential to cause an interruption of delivery. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 804:26 on channel c was confirmed by baxter personnel during product evaluation. The problem was not reproduced. The failure code 804:26 occurred on all three channels and there is nothing attributable to a hardware defect. Therefore, the root cause was assigned to a software failure. The device was tested per baxter protocol. No repairs were required. Should additional information be received, a follow-up medwatch will be submitted.